Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose . The customer¿s blood glucose level was 600 mg/dl. Customer's current blood glucose was 306 mg/dl.troubleshooting was done for high blood glucose under delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided about emergency room visit was missing with the initial report. The missing and correct information has been included with this report.

Event description:
The customer¿s husband reported via phone call that they visited the emergency room due to high blood glucose. The customer was treated with the insulin pump. The customer was not alleged that the insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event.